Event description:
Related product batch/lot: 9294657. Related product family: starter. Returned product expected: no. Device/procedure outcome: original device used, procedure completed. Patient outcome: f12: serious injury/ illness/ impairment, f23: unexpected medical intervention. Event description: per cnf, it was reported that: event; upon completion of the procedure, pericardial effusion was confirmed on intravascular ultrasound, so pericardiocentesis was performed. After puncturing the epicardium, the patient experienced hemodynamic collapse. Upon sheath removal, bleeding from the femoral artery was confirmed and the patient was transferred for vascular surgery. The direct relationship between the device and the patient's adverse events was unknown. At that stage, the final extent of the adverse event remained unknown. Physician comments: patient outcome: patient injury infected: no. Generator/controller: ablation. Catheter used: other used: event date: 2025-10-21. As reported device codes: 2099: no known device problem. As reported patient codes: 9221: pericardial effusion, 9028: blood loss, 9170: loss of consciousness. Procedure date: on (B)(6) 2025. Type of procedure: percutaneous catheter myocardial ablation. Country of event: japan.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.